Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had high blood sugars. The reporter was unable to provide specific values. The alleged blood glucose excursion does not meet criteria for a serious injury. The reporter was unable to troubleshoot the issue at the time of the call. This complaint is being reported because the pump could not be ruled out as a contributing factor.